Event description:
The customer reported that the system froze and locked up while trying to save patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards, connectors, and cables were reseated during the service call. The system was tested and found to be working as intended and put back into service.